Event description:
A malfunction was reported on the pump. There was no reported adverse impact to the customer. Customer planned to stop using the pump that malfunctioned and start using a replacement pump already available at home.